Manufacturer narrative:
A ge service representative performed an onsite investigation. The intelligent shutdown pcb was evaluated and replaced. The gpos (general purpose operating system) cpu assembly was evaluated and reseated. The system software and configuration files were also reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to power up and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.